Event description:
During the administration of blood products to a pt leakage of blood occurred at heat exchanger end when withdrawing units. Unit had passed pre-use check per the recall instructions. No injury to pt.